Event description:
As reported on (B)(6) 2015, (B)(6), male patient presented for an unknown procedure. During the procedure, it was reported the 4f x .018 nitinol wire fractured inside of the patient's subcutaneous upper left chest area. The treating physician attempted to remove the wire, but a piece remained inside of the patient. There was no report of permanent harm or injury to the patient. Angiodynamics is attempting to obtain additional information in regards to the event and the patient's well-being. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user. User medwatch ((B)(4)).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint# (B)(4).